Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down and was not communicating. A field service engineer (fse) checked and confirmed all the machines were online and functioning. After that confirmed with the customer and the pharmacy department, it was a site issue and there were no pus issues going on with any of the networking machines. At that time, all things were functioning. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.